Manufacturer narrative:
The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the ingress of dirt from the crack which resulted from the inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center in (B)(6), it was found that the inside of the light guide lens had been discolored due to the ingress of dirt from the crack and the adhesive of the bending section rubber had been peeled. There was no report of patient injury associated with the event.